Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest that factors indicated above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years and 8 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the patient now presents with calcified stenotic leaflets. No reoperation date yet. Upon follow up, the fcs advised that the patient was reported to be asymptomatic. No intervention has been required to date. Diagnostic imaging demonstrated a mean transvalvular gradient of 49 mmhg and a peak gradient of 79 mmhg. The calculated valve area was 0.53 cm' by continuity equation. Leaflet assessment identified thickened leaflets, indicating impaired leaflet mobility or structural change. The clinical team plans to evaluate the patient for surgical aortic valve replacement (savr) versus repeat transcatheter valve replacement (thv'in'thv). The patient's final outcome is to be determined, as additional evaluation and clinical decision-making remain pending.